Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's health care provider reported via phone call on (B)(6) 2018 that their insulin pump did not suspend insulin delivery. Blood glucose level at the time of incident was 50 mg/dl and was treated with glucose tablets. Troubleshooting occurred and issue resolved. Making follow up about auto mode feature. Product will not return for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not using auto mode and was not trained on auto mode at the time of the call.